Manufacturer narrative:
The device was returned for analysis. A delivery wire and main coil were returned for this complaint. Visual inspection was completed. The coil and delivery wire arms were not interlocked, due to the interlocking arm of the coil was detached and it was not returned. The main coil was found stretched. Microscopic inspection of the delivery wire and coil was performed and observed that the zap tip of the delivery wire has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The zap tip of the main coil has a smooth surface. The whole main coil was stretched, except a small section near the zap tip; many of the fiber bundles were detached. The interlocking arm was detached from the coil and it was not returned. Dimensional inspection of the main coil and delivery wire that could be measured were performed and were within specification. However, there were missing number of distal fiber bundles and number of proximal fiber bundles.

Event description:
Reportable based on device analysis completed on 13jun2019. It was reported that the coil was stuck in the guiding catheter. A 10mmx40cm interlock-35 was selected for use to treat a leaking embolism . During the procedure, it was noted that the detachable interlock was stuck during delivery in the guiding catheter and could not be delivered after withdrawn. The coil was then removed within the catheter. The procedure was completed with another of the same device. No complications reported and the patient's condition is stable. However, device analysis revealed that the interlocking arm was detached and there were missing coil fiber bundles.